Event description:
On 4/6/2000 the pt's doctor increased pt's nph insulin dosage as follows: 10 units in am and 12 units in pm to 12 units in am and 14 units in pm. Criteria for insulin increase was not provided. On 4/7/2000 the pt passed out 4.5 hours after taking meds. Paramedics were called. The paramedics tested the pts blood glucose on the customer's suspected device and obtained a result of 123mg/dl. Pt was taken to the ER where another blood glucose test was performed on the ER device with a result of 34mg/dl about twenty minutes later. The hosp gave him two IV's. The pt then went back to the original insulin dosage. It is unclear if the doctor ordered the change back, or, if the pt is self medicating.